Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer reported a low blood glucose (bg) level of 20-29 mg/dl. The customer called 911 and was transported by emergency medical technicians (emt) to the emergency room (ER) and subsequently hospitalized. Customer was treated with intravenous fluids of saline, sugar water and potassium. The customer was discharged 2 days later, 11/17/2023 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.